Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient insert the infusion set without removing the needle guard event on (B)(6) 2024 . The event occurred within three hours of insertion. The infusion set was inserted in abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.